Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event. The rf (radio frequency) head cable is damaged showing exposed braided cable. It is noted the rf head passed functional testing.

Event description:
It was reported the cord is damaged and metal is exposed. The rf (radio frequency) head was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.